Manufacturer narrative:
The exact event date was not available, therefore the date 09/01/2024 was used as estimate.

Event description:
It was reported that after this inflatable penile prosthesis (ipp) is inflated, it begins to gradually deflate on its own, believed to be due to a leak in the cylinder wall. Therefore, a revision surgery was suggested. No patient complications were reported.